Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that their controller wasn't working. Pt stated that the controller had been plugged in to charge and that they then went to recharge their ins when they discovered that the controller wouldn't power on. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; pt stated that the controller did not power on. Pt confirmed that the ac power supply green light was illuminated. Pss had the pt place two aa batteries in the controller to see if the controller would power on; pt stated that they had done that the other day and the controller didn't power on, but pt placed two aa batteries in the controller during the call anyway and pt stated that the controller did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt stated that the issue started a couple days ago and that they tried to get ahold of ps, however the automated service kept sending them in a loop as when they would push the option for neurostim, it wouldn't go through and the system kept saying the same thing over and over; pt stated that they then called the operator today to get through to ps.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) . Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6) .revealed dead main board and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.